Event description:
This is an adverse event recorded on a case report form as part of the us barrett's registry. The patient was treated with circumferential rfa for barrett's esophagus containing high-grade dysplasia. Approximately two months after the last focal ablation, routine endoscopy revealed a mild stricture which was dilated with bougie. Endoscopy was repeated one week later and stricture was improved, therefore, ablation was repeated for residual disease. Per the physician input to the case report form, the severity was mild, the relationship to the device and procedure was probable, and there was no device malfunction.